Event description:
Customer's parent called to report the pump had a blank display. It was stated that the customer was swimming for about an hour when they noticed the display was blank and some moisture beneath the display. The battery cap and the reservoir were secured tightly while swimming. Troubleshooting was performed. The display was still blank. It was denied that the device was dropped, bumped, or a crack in pump casing.